Event description:
This will be filed to report device entrapment, unintended movement, and a clip that opened while locked (cowl). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. The first clip was advanced and upon entering the ventricle, the clip became caught in chordae. Troubleshooting was performed but was unsuccessful. Subsequently, the clip was deployed in the chordae. As the physician went to deploy the clip from the mandrel, the clip delivery system was advanced instead of retracted against instructions for use and the clip opened from 20-25 degrees to 70 degrees. An additional clip was implanted to stabilize the cowl clip and to further reduce mr. The procedure was concluded with a resulting mr grade of 2. There was no clinically significant delay in the procedure and no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported foreign body in patient (pti) associated with the clip being deployed not on leaflets was due to the decision to implant the clip on chordae while entangled. The reported entrapment of device (clip caught on chordae) appears to be due to procedural circumstances (unintended steering medially) in conjunction with challenging patient anatomy (rotated heart and leaflet restriction). The reported unintended movement associated with the unintentional medial steering of the device was due to user technique of device steering. The reported unintended movement (clip open - locked) associated with the cowl appears to be due to the dc being advanced into the clip after detachment. The reported improper or incorrect procedure or method (failure to follow steps / instructions) was associated with the dc being advanced instead of retracted as per instructions for use. The reported image resolution poor was associated with difficult visualization. The reported unexpected medical intervention and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.